Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that in 2009, the patient had a pump refill where they refilled it and increased the dosage. The next morning, the patient woke up and could not feel from his waist down. The patient stated "it pumped more morphine into my system than it was supposed to." It was then that they reportedly realized it was leaking from the pump where the catheter was attached. They were going to replace it "but told the hcp to remove it." The patient thought the pump was removed in 2009/2010. There was no information provided regarding what circumstances led to the pump leaking or what steps were taken to resolve the symptoms. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.